Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's power base unit (pbu) became unplugged from the wall for a "split" second. The doctor who was in the room re-secured the plug immediately, but when the plug came out, the pt started having the red heart alarm immediately. When the vad coordinator entered the room about 10 seconds after the alarm started, the display monitor was reading pump stopped with a speed of 0 and flows of 0. The pt was awake, alert, talking, and said he didn't feel anything different. The vad coordinator had to touch "start pump" on the monitor and everything came back up to normal. The pt was asked 3 more times if he felt anything at all and he said no. It was noted that when the readings were 0, the green power light on the pbu was illuminated and the low battery light was not illuminated. The serial number is not known at this time. The MFR has made 3 attempts to obtain the serial number.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. The power base unit remains in use. The MFR is attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.